Event description:
The ground prong is broken on this bed. The bed was found in the bed storage area. The tech did not know if there was a pt in the bed. The tech was not aware of any reported injuries. Tsr replaced the power plug to resolve the issue with this bed.